Event description:
Pt reported that back to back test readings the pt obtained (on the ss meter) using separate finger sticks were 93, 100, 143, 293, 300 and 305 mg/dl. No symptoms were reported. Pt was to retest with new supplies (control solution reportedly expired/open longer than 3 months). Lfs rep reviewed qc procedures and meter/lab comparisons. There was no allegation of harm.